Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial #: (B)(6)) was returned for evaluation after it was reported that the system controller was nonfunctional. The submitted and downloaded log files contained overlapping events spanning approximately 5 hours ((B)(6) 2021 at 09:51:41 - 15:52:02, (B)(6) 2021 at 09:25:29 - 09:25:29 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. There were no notable alarms in the log file related to the operation of the controller. Pump operation was not affected. The heartmate 3 system controller initially did not pass 3 stages of preliminary testing regarding navigating through the controller menus, alarming when the black power cable was disconnected, and regarding the silence alarm button not working. However, the system controller was able to pass all stages of functional and burn in testing. During further testing it was observed that the previous stages of preliminary testing the controller did not pass were not able to be reproduced. The controller was able to operate as intended and no issues regarding functionality occurred. The controller operated without issue. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patients controller stopped working and no alarms were being indicated. A controller exchange was completed in office on (B)(6) 2021. Log file analysis captured routine events and the pump was operating as expected.